Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), the aiming beam out of the tip, the procedure was completed with another fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), the aiming beam out of the tip, the procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber, saline flow test did not identify any problem. Microscope inspection identified the fiber the glass cap exhibited a circumferential fracture at the distal side of the fusion zone. The fiber was tested using the forward firing test fixture, the rate resulted below the threshold for potential patient harm. Per moxy forward firing memo the rate of forward firing is above the threshold for potential patient harm. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results the reportable event of firing forward could not be confirmed but based on the findings the investigation concludes that the interaction between the user and device caused or contributed to the reported event and identified circumferential fracture at the distal side of the fusion zone. Correction the block h6 device code has been corrected to imfdr a0505 that captured the initial allegation of forward firing.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber, saline flow test did not identify any problem. Microscope inspection identified the fiber the glass cap exhibited a circumferential fracture at the distal side of the fusion zone. The fiber was tested using the forward firing test fixture, the rate resulted below the threshold for potential patient harm. Per moxy forward firing memo the rate of forward firing is above the threshold for potential patient harm. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results the reportable event of firing forward could not be confirmed but based on the findings the investigation concludes that the interaction between the user and device caused or contributed to the reported event and identified circumferential fracture at the distal side of the fusion zone. The block h6 device code has been corrected to imfdr a0505 that captured the initial allegation of forward firing.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), the aiming beam out of the tip, the procedure was completed with another fiber. There were no patient complications.